Manufacturer narrative:
A getinge fse was sent to investigate the issue. The fse performed pumping and safety disk leak tests and found no abnormalities. Fse informed the customer of the possibility that the wrapping could not be untied temporarily, and received their approval. Failure was not reproduced and no parts were replaced. Three (3) gfe attempts have been performed to obtain additional information. No response has been provided.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit automatic filling failed.